Manufacturer narrative:
Combination product: yes. The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The data correspond to the home monitoring quick view from (B)(6) 2025. No follow-up or ram dump data was available. The reason for the missing iegm of episode 706 in home monitoring is the direct occurrence of episodes 705 and 706. This represents an expected behavior. On (B)(6) 2025, two shocks were delivered. The first shock resulted from a vt2 detection, caused exclusively by intrinsic heart signals (episode 702). The second shock resulted from a vf detection (episode 706). Because the iegm of episode 706 was not available for analysis, no conclusion can be drawn regarding the root cause of the vf detection. Despite the attempts of obtaining relevant data regarding the reported noise episode, it was unfeasible. Should further relevant information become available, like the follow-up or ram dump data, this report will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing occurred resulting in inappropriate therapies. Should additional information be received this file will be updated.